Event description:
It was reported that the user¿s pump repeatedly displayed a ¿complete fill tubing¿ prompt and then a ¿press and hold, 0.0 u¿ screen despite no supply change in progress, which appeared to result from the user inadvertently selecting a fill tubing function while connected to the infusion set. No reported adverse clinical effects. Outcomes included no interruption to therapy after guided completion of the fill sequence and education on proper navigation of the supply change menu. Investigation included technical troubleshooting and user education. Investigation of this case revealed user interaction contributed to activation of the fill function and the process completed as designed once prompted. It was concluded that the device operated within specifications and that user guidance resolved the event.